Event description:
Customer reported experiencing several cartridge alarms. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.